Event description:
On (B)(6) 2013, the customer reported that a pt had tracheostomy procedure on (B)(6) 2013 and it was reported that the cuff self-deflated and would not re-inflate. Customer reported that the tube was replaced by ear, nose and throat (ent) register. On (B)(6) 2013, new info was provided indicating that the pt deceased. The reporter could not confirm if the event was a result of the reported leak or pt's pre-existing medical condition. The info indicates the tube has only been in use 24 hours and a large air leak was discovered. The customer states that following removal of the tube an inspection was performed and revealed a possible valve/inflation line issue. Covidien is attempting to gather further details associated to the circumstances of this report. Investigation efforts are ongoing.

Manufacturer narrative:
(B)(4). Investigation of this report is currently in progress. The sample is expected to be returned for analysis.